Event description:
Some suction units contain suction canister lids that may occlude ports, which resulted in no suction.

Manufacturer narrative:
The root cause determination for the issue: the supplier did not check completely before shipment, causing some incoming suction canister lids without through-holes; the screw of molding through-hole rod of the supplier has come loose, causing some suction canister lids without through-holes, the photo of molding through-hole rod; after the above analysis, we determined the root cause is a molding issue which results in the patient ports of lids on the canisters being sealed by plastic. The CAPA taken to prevent recurrence of the issue: contract manufacturer to modify canister lid mold; contract manufacturer to conduct 100% inspection of finished goods; (B)(4). To update incoming quality control and finished goods quality control procedures to include a visual inspection of ports on canister lids. The voluntarily recall: a voluntarily recall has been conducted since august 6, 2014, the recall number of which is z-2642-2014. The reason why submitting MDR: at first, we were informed of just few defective canister lids from our customer (B)(4), but there were more and more later. So we decide to submit this MDR.